Event description:
Distributor reports facility complained of numerous devices failing during surgical procedures. Facility confirmed the devices ran intermittently and then stopped working while reaming. It is reported the events occurred over the past year during over 30 unknown surgical procedures. Facility also reports it is believed they are utilizing the trauma recon system (trs) but cannot verify that. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of device receipt can not be confirmed at the time of this report. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. Device history record manufacturing documents were reviewed and no complaint related issues were found. Also, an evaluation of the item was conducted. The reporter's complaint of intermittent operation couldn't be confirmed. The device was tested and the complaint wasn't duplicated